Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report is literature : shelley m. Oliver md, j. Chris cotetzee md, lawrence j. Nilsson pa-c, kathryn m. Samuelson bs, rebecca m. Stone ms at-c, jacquelyn e. Fritz bs, and m. Russel giveans phd. "Early patient satisfaction results on a modern generation fixed bearing total ankle arthroplasty" foot & ankle international vol 37(2016) 938-943.

Event description:
It was reported in the literature that the patient required fusion for loosening of tibial component. Conversion to ankle arthrodesis. Shelley m. Oliver md, j. Chris cotetzee md, lawrence j. Nilsson pa-c, kathryn m. Samuelson bs, rebecca m. Stone ms at-c, jacquelyn e. Fritz bs, and m. Russel giveans phd. From literature "early patient satisfaction results on a modern generation fixed bearing total ankle arthroplasty" foot & ankle international vol 37(2016) 938-943.